Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported the following compact plus system blood glucose results within 10 minutes: 289 mg/dl 348 mg/dl 303 mg/dl 215 mg/dl 107 mg/dl 64 mg/dl 114 mg/dl no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.